Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A pocket infection was observed during follow-up. The device and lead were explanted with no adverse consequences to the patient. Pharmacological therapy was provided and patient is awaiting system re-implantation. The patient was stable. Related manufacturer reference number: 2938836-2017-29593.